Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra fine pen needles had no insulin flow when priming and injecting. This occurred on 20 separate occasions but the date/time is unknown.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that a bd ultra fine¿ pen needles had no insulin flow when priming and injecting. This occurred on 20 separate occasions but the date/time is unknown.